Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. The insulin pump had minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the numbers were ramping or the scroll bar was moving up and down without input from the user. The customer's blood glucose was unknown. The customer agreed to return the insulin pump for analysis.